Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-jul-2017, the fse removed the waste chute tube for the main arm and cleared the tips that were clogging the tube. The instrument ran without issues. The most probable cause of the reported event was a blocked main arm waste chute.

Event description:
On (B)(6) 2017, the customer reported receiving errors 2034 (main arm control start delay) and 4224 (interference of dispensing nozzle z-axis of main arm) on their aia-2000 analyzer. It was also reported that there were tips stuck on the sample probe. The customer turned the power off, cleaned the sample probe, and partially cleared a tip jam in the waste chute. However, the customer reported that more tips were stuck in the tubing. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of ckmb and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.